Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify charge/battery last less than expected due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm or short battery life. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.